Manufacturer narrative:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 3007963827-2019-00337.

Event description:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 3007963827-2019-00337.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04954, 0001822565-2019-04955. Concomitant medical products: articular surface fixed bearing posterior stabilized (ps) left, item# 42512400510, lot# 63694428. Tibia cemented 5 degree stemmed left, item# 42532006701, lot# 63620694. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year, eleven months and three weeks post implantation due to pain, tibial and femoral loosening, and a fractured tibial component. At the diagnosis, the tibia base was subsided and the component was loosening. Loosening of the femur component was also confirmed. At the revision procedure, wear was seen on the explanted articular surface and the plastic cap for the explanted tibia component was fractured. There is no additional information at this time.